Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported video image appears dark and unclear overall during a cystoscopy diagnostic procedure while the patient was under sedation. The intended procedure was completed with the same device and involving an olympus xenon light source. There was no patient injury reported.